Event description:
Patient had no surgical options other than placement of an endovascular graft to repair the abdominal aortic aneurysm present. Although the patient had fairly straight anatomy, characterized by a 30mm aortic neck, there was a rather high natural bifurcation noted. As a result, a determination to perform an aortouni-iliac procedure was planned. The converter graft was placed inside the patient and deployed through the ipsilateral limb. During the re-capture of the main body, when the delivery system was pulled down, it was noted that the main body graft had migrated distally, due to the stenotic vessel and the tightness present in the area because the contralateral side was occluded. As a result of this situation, although no proximal endoleak was noted, a main body extension was placed above the proximal sealing stent in order to alleviate any future worries of an endoleak developing. Final angiogram noted renal patency and blood flow through the right hypogastric.